Event description:
The complainant reported the automated impella controller (aic) was inspected upon return from the intensive care unit (ICU) and the purge cassette insertion was noted to be filled with sticky liquid. The was hard to open and the inner part (drive and pressure sensor) was very dirty, making it impossible to insert the purge system. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported aic "purge issue" has been completed. The console (aic) was returned for evaluation. Inspection of the console performed revealed some minor contamination of purge insert area, but also a broken purge disk detect flag, and contamination under the purge disk retainer. Console logs recorded during last use of the console on (B)(6) 2023 show multiple attempts to insert purge cassette, each accompanied by purge disk not detected alarm. Therefore, the cause of the issue was a defective component.